Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5101911) on 06-jul-2021. The most recent information was received on 17-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') and hypoaesthesia ('numb hands and feet') in a 21-year-old female patient who had essure (batch no. 695927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), alopecia ("hair loss"), hypoaesthesia (seriousness criterion disability), feeling abnormal ("brain fog"), heavy menstrual bleeding ("heavy unmanageable menstrual cycles"), fatigue ("have experienced extreme fatigue"), blindness ("vision loss"), vitamin d deficiency ("vitamin d deficiency"), abdominal distension ("abdominal bloating"), nausea ("nausea"), autoimmune disorder ("unidentified autoimmune disease"), myalgia ("muscle pain"), joint stiffness ("joint stiffness"), headache ("headaches,") and paraesthesia ("tingling in hands and feet") and was found to have weight increased ("weight gain"). The patient was treated with surgery (scheduled hysterectomy/essure was removed with a complete hysterectomy). Essure was removed on (B)(6) 2021. On (B)(6) 2021, the blindness, abdominal distension, myalgia and joint stiffness had resolved. At the time of the report, the abdominal pain had resolved, the migraine, hypoaesthesia, feeling abnormal, heavy menstrual bleeding, fatigue, weight increased, vitamin d deficiency, nausea, autoimmune disorder, headache and paraesthesia outcome was unknown and the alopecia was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, autoimmune disorder, blindness, fatigue, feeling abnormal, headache, heavy menstrual bleeding, hypoaesthesia, joint stiffness, migraine, myalgia, nausea, paraesthesia, vitamin d deficiency and weight increased to be related to essure. The reporter commented: "my body is crippling up". Life threatening and disability/permanent damage were mentioned but not specified and/or assigned to any of the events. Lot number: 695927, manufacture date: 2009-11, and expiration date: 2012-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 17-aug-2021: mail communication received. Outcome for events hair loss updated to recovering / resolving and abdominal pain updated to recovered / resolved. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5101911) on 06-jul-2021. The most recent information was received on 12-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') and hypoaesthesia ('numb hands and feet') in a 21-year-old female patient who had essure (batch no. 695927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), alopecia ("hair loss"), hypoaesthesia (seriousness criterion disability), feeling abnormal ("brain fog"), heavy menstrual bleeding ("heavy unmanageable menstrual cycles"), fatigue ("have experienced extreme fatigue"), blindness ("vision loss"), vitamin d deficiency ("vitamin d deficiency"), abdominal distension ("abdominal bloating"), nausea ("nausea"), autoimmune disorder ("unidentified autoimmune disease"), myalgia ("muscle pain"), joint stiffness ("joint stiffness"), headache ("headaches,") and paraesthesia ("tingling in hands and feet") and was found to have weight increased ("weight gain"). The patient was treated with surgery (scheduled hysterectomy/essure was removed with a complete hysterectomy). Essure was removed on (B)(6) 2021. On (B)(6) 2021, the blindness, abdominal distension, myalgia and joint stiffness had resolved. At the time of the report, the abdominal pain, migraine, alopecia, hypoaesthesia, feeling abnormal, heavy menstrual bleeding, fatigue, weight increased, vitamin d deficiency, nausea, autoimmune disorder, headache and paraesthesia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, autoimmune disorder, blindness, fatigue, feeling abnormal, headache, heavy menstrual bleeding, hypoaesthesia, joint stiffness, migraine, myalgia, nausea, paraesthesia, vitamin d deficiency and weight increased to be related to essure. The reporter commented: "my body is crippling up". Life threatening and disability/permanent damage were mentioned but not specified and/or assigned to any of the events. Lot number: 695927; manufacture date: 2009-11; expiration date: 2012-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 12-aug-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') and hypoaesthesia ('numb hands and feet') in a female patient who had essure (batch no. 695927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), alopecia ("hair loss"), hypoaesthesia (seriousness criterion disability), feeling abnormal ("brain fog ") and heavy menstrual bleeding ("heavy unmanageable menstrual cycles"). The patient was treated with surgery (scheduled hysterectomy). Essure treatment was ongoing at the time of the report. At the time of the report, the abdominal pain, migraine, alopecia, hypoaesthesia, feeling abnormal and heavy menstrual bleeding outcome was unknown. The reporter considered abdominal pain, alopecia, feeling abnormal, heavy menstrual bleeding, hypoaesthesia and migraine to be related to essure. The reporter commented: "my body is crippling up". Life threatening and disability/permanent damage were mentioned but not specified and/or assigned to any of the events. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') and hypoaesthesia ('numb hands and feet') in a female patient who had essure (batch no. 695927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), alopecia ("hair loss"), hypoaesthesia (seriousness criterion disability), feeling abnormal ("brain fog ") and heavy menstrual bleeding ("heavy unmanageable menstrual cycles"). The patient was treated with surgery (scheduled hysterectomy). Essure treatment was ongoing at the time of the report. At the time of the report, the abdominal pain, migraine, alopecia, hypoaesthesia, feeling abnormal and heavy menstrual bleeding outcome was unknown. The reporter considered abdominal pain, alopecia, feeling abnormal, heavy menstrual bleeding, hypoaesthesia and migraine to be related to essure. The reporter commented: "my body is crippling up". Life threatening and disability/permanent damage were mentioned but not specified and/or assigned to any of the events. Lot number:695927 manufacturing date:2009-11 expiration date:2012-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent: quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 12-jul-2021: quality safety evaluation of product technical complaint a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5101911) on 06-jul-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') and hypoaesthesia ('numb hands and feet') in a female patient who had essure (batch no. 695927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), alopecia ("hair loss"), hypoaesthesia (seriousness criterion disability), feeling abnormal ("brain fog ") and heavy menstrual bleeding ("heavy unmanageable menstrual cycles"). The patient was treated with surgery (scheduled hysterectomy). Essure treatment was ongoing at the time of the report. At the time of the report, the abdominal pain, migraine, alopecia, hypoaesthesia, feeling abnormal and heavy menstrual bleeding outcome was unknown. The reporter considered abdominal pain, alopecia, feeling abnormal, heavy menstrual bleeding, hypoaesthesia and migraine to be related to essure. The reporter commented: "my body is crippling up". Life threatening and disability/permanent damage were mentioned but not specified and/or assigned to any of the events. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5101911) on 06-jul-2021. The most recent information was received on 02-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') and hypoaesthesia ('numb hands and feet') in a 21-year-old female patient who had essure (batch no. 695927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), alopecia ("hair loss"), hypoaesthesia (seriousness criterion disability), feeling abnormal ("brain fog"), heavy menstrual bleeding ("heavy unmanageable menstrual cycles"), fatigue ("have experienced extreme fatigue"), blindness ("vision loss"), vitamin d deficiency ("vitamin d deficiency"), abdominal distension ("abdominal bloating"), nausea ("nausea"), autoimmune disorder ("unidentified autoimmune disease"), myalgia ("muscle pain"), joint stiffness ("joint stiffness"), headache ("headaches,") and paraesthesia ("tingling in hands and feet") and was found to have weight increased ("weight gain"). The patient was treated with surgery (scheduled hysterectomy/essure was removed with a complete hysterectomy). Essure was removed on (B)(6) 2021. On (B)(6) 2021, the blindness, abdominal distension, myalgia and joint stiffness had resolved. At the time of the report, the abdominal pain, migraine, alopecia, hypoaesthesia, feeling abnormal, heavy menstrual bleeding, fatigue, weight increased, vitamin d deficiency, nausea, autoimmune disorder, headache and paraesthesia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, autoimmune disorder, blindness, fatigue, feeling abnormal, headache, heavy menstrual bleeding, hypoaesthesia, joint stiffness, migraine, myalgia, nausea, paraesthesia, vitamin d deficiency and weight increased to be related to essure. The reporter commented: "my body is crippling up". Life threatening and disability/permanent damage were mentioned but not specified and/or assigned to any of the events. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') and hypoaesthesia ('numb hands and feet') in a female patient who had essure (batch no. 695927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), alopecia ("hair loss"), hypoaesthesia (seriousness criterion disability), feeling abnormal ("brain fog ") and heavy menstrual bleeding ("heavy unmanageable menstrual cycles"). The patient was treated with surgery (scheduled hysterectomy). Essure treatment was ongoing at the time of the report. At the time of the report, the abdominal pain, migraine, alopecia, hypoaesthesia, feeling abnormal and heavy menstrual bleeding outcome was unknown. The reporter considered abdominal pain, alopecia, feeling abnormal, heavy menstrual bleeding, hypoaesthesia and migraine to be related to essure. The reporter commented: "my body is crippling up". Life threatening and disability/permanent damage were mentioned but not specified and/or assigned to any of the events. Lot number: 695927. Manufacturing date: 2009-11. Expiration date: 2012-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 2-aug-2021: fu 2, 3, 4 processed together. Reporter information , patient details, date explanted , event: " experienced extreme fatigue , weight gain, vitamin d deficiency, abdominal bloating, nausea, vision loss, tingling in hands and feet, headaches, unidentified autoimmune disease, muscle pain, and joint stiffness" added. Event onset date of event : " abdominal pain, migraine, hair loss, heavy menstrual bleeding, numbness in hands and feet, brain fog added. On (B)(6) 2021: fu 2, 3, 4 processed together. No new information added. On (B)(6) 2021: fu 2, 3, 4 processed together. No new information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.